Event description:
The instrument was used during a thoracoscopy. As the lung clamp was being pulled out of trocar the insulation tore. None broke away from the instrument or fell into the pt. Another lung clamp was used to complete the case. There was no consequence to the pt.